Event description:
It was reported that this implantable pacemaker device exhibited undersensing. Boston technical services (ts) was informed that the device was checked by a physician and the device was working fine. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device exhibited undersensing. Boston technical services (ts) was informed that the device was checked by a physician and the device was working fine. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received which indicated that this pacemaker was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.